Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood result reading of "hi". Customer was hospitalized on (B)(6) 2014 because the meter read "hi". The hospital checked glucose and it was 1000mg/dl. The last results available on memory 471mg/dl, 514mg/dl, 449mg/dl, "hi" - fasting.